Manufacturer narrative:
The t:slim g4 pump user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load process after the customer had loaded a cartridge onto the pump it was noticed that the cartridge had been loaded incorrectly. The customer removed the cartridge from the pump during the load process while the pump was detecting the cartridge. Subsequently, a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. However, the customer stated that "would call back if the malfunction occurred again" and ended the call with tandem technical support. There was no reported impact to the customers blood glucose level.